Manufacturer narrative:
Investigation findings: when the report was received, it was determined that a joint investigation with rpp would be required. The call has been forwarded to the rpp representative and the investigation due date identified as 02/12/2015. As part of the rpp investigation, the following information was provided: this is the first report of this nature received at rpp. Reports of this nature indicate the hospital wall suction system was compromised, and it was reported for this occurrence the hospital wall suction system was not compromised. Correction: replacements have been provided on order # (B)(4). Each lid lot in the manufacturer's inventory was functionally evaluated to assure unit will stop suctioning once the suction canister valve is activated with fluid - all passed. Root cause analysis: it is undetermined as to the cause of this occurrence due to the following: the failed sample could not be returned for evaluation. Inability to reproduce the type of failure reported due to the wall suction system not being compromised, which would indicate failure of collection unit or connection error, and the inability to reproduce a collection container filled to capacity with the ability to continue suctioning. Corrective action and/or systemic correction action taken: none determined at this time due to root cause being undetermined. If more information becomes available, the case may be reopened for further investigation. Preventive action: because root cause could not be determined, no additional action will be taken at this time.

Event description:
Suction canister did not stop suction once canister was full. The waste fluid continued to build through the patient tubing. The result was excrement on the floor, health professional. During the endo case, the fluid was almost pushed back into the patient.